Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 14th and 15th distal stent wraps with struts raised and misaligned. Numerous kinks were evident along the hypotube. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation to the distal tip was clear on visual inspection. Image review: the patient vessel/lesion morphology was confirmed on review of the images. Multiple pre-dilations were performed using a kissing balloon technique. There are no images capturing the attempted delivery and subsequent removal of the resolute onyx device. Two stents are successfully deployed and multiple post-dilations are performed. Com: (B)(4) cine images received and uploaded (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified and severely tortuous lesion in the proximal circumflex artery with 99% stenosis. The device was inspected with no issues noted. Negative prep was not performed. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The lesion was predilated. The device did not pass through any previously-deployed stent. The physician observed that the device had difficulty in crossing the lesion and the deformation of the stent was reported. Resistance was encountered when advancing the device however no excessive force was used. It was reported that there was no injury to the patient.